Event description:
Philips received a complaint from the customer reporting a display issue on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined the issue was caused by a failing user interface (ui) printed circuit board assembly (pcba) and liquid crystal display (lcd) cable. The asp replaced the components to correct the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.